Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing abdominal pain since her scs system was implanted on (B)(6) 2013. The pain is not affected by stimulation. The pt's mother indicated the physician believes the pain is related to gas/bloating and is not related to the scs system. The pt was to undergo a CT scan as the next course of action.